Event description:
Additional information/clarification provided by international affiliate after the initial mfg medwatch report no. 1526439-2012-00005 was filed revealed that the broken tips of the final tighteners were retrieved during the surgical procedure in which they broke. Additionally, it was learned that the difficulty did not result in a significant delay to the procedure and there were no adverse consequences to the patient.

Manufacturer narrative:
Visual examination found the tips of the final tighteners broke off at the base of the flutes. Breakage occurred in torsion during screw tightening. The instruments met hardness specification requirements. Reviews of the device history records found no discrepancies. The tip breakage is indicative of material fatigue due to wear from usage and the application of force over the life of the device. The instruments are reusable surgical instruments and will become worn with usage over time. Events of this nature can result from wear and/or the application of atypical force upon the device during usage. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy spine has requested return of the final tighteners for evaluation. A follow up medwatch report will be filed upon receipt of the devices and completion of the evaluations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of manufacture for second moss miami final tightener, lot g0809 is (B)(4) 2009. Mfg medwatch report# 1526439-2012-00005 was filed bot both moss miami final tighteners, (B)(4), that were involved in the reported event.

Event description:
International affiliate reports the hex lobe tip of the final tightener broke off in a set screw during final tightening of the set screw. Affiliate reports the surgeon used another final tightener from the same lot and that instruments tip also broke. No other information is available at this time. However, it appears that the broken tip or tips remain in the implanted set screw.